Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not initiate the step-up options that were programmed during an ivig (intravenous immunoglobulin) infusion. This was further described as "was not moving up settings when infusing ivig". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "was not moving up settings when infusing ivig" was not reproduced. The device was tested for flow accuracy and it passed. The event history log was reviewed for the event occurrence date of 06-nov, the user programmed a multi-step infusion of ivig in oncology and started the infusion (step 1) at 19:47, which was to run at 35 ml/hr with a volume to be infused of 52.5 ml. The infusion ran until 20:58. At that time, the pump stopped when user opened the door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.